Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result when testing one patient with coaguchek xs meter serial number (B)(4). On (B)(6) 2018, a sample from the patient was tested on the meter and the result was 6.7 inr. Whenever a patient receives a result of 4.5 inr or higher, the laboratory sends the patient to the laboratory for testing with the dade innovin method. Within minutes of meter testing, a sample was collected from the patient and tested with the dade innovin method, resulting with a value of 4.9 inr. On (B)(6) 2018, a sample from the patient was tested on the meter and the result was > 8.0 inr. A sample from the patient was also sent to the laboratory for testing with the dade innovin method, resulting as 15.5 inr on (B)(6) 2018. No adverse events were alleged to have occurred with the patient. Patient dosage changes were done based only on the laboratory results. No actions were taken based on the meter results. The patient's therapeutic range was 3.0 - 4.0 inr. The patient's testing frequency is dependent on results obtained. To the customer's knowledge, the patient did not have hematocrit issues. The customer was not sure if the patient was on heparin or took direct thrombin inhibitors. The customer was not sure if the patient had antiphospholipid antibodies or lupus. The patient did not have any diet changes. The customer was not sure if the patient had any new illnesses or medications. The patient did not have any bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.